Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coil was misplaced in the artery. An interlocking detachable coil was selected for use. The patient had 2 chemoembolization treatments in another facility before deciding to have y90 radioembolization in this facility. Angiogram of the liver was performed with a 5fr sheath through the right groin and it was determined that the gastroduodenal artery (gda) would be coiled. The procedure was started with a 4x20, 5x20, and a 6x20 .018 interlock and were deployed successfully. Then, the physician wanted to place one more coil and had more than enough room before ostium of gda and hepatic artery. A contrast was injected to confirm space before ostium of gda and hepatic artery; then, another 6x20 coil was placed. The initial delivery was smooth; however, when the direxion was pulled back into the hepatic artery, the coil started coming back. As the direxion was pulled back farther, part of the balled coil shot down the artery while the trailing part remained straight. Snaring was done using several combinations of catheter and snares. But, with the tight curves of the artery, the physician could not grab the misplaced coil. The physician took a break at 2pm and called another physician for assistance who would arrive at 3pm. At the same time, a different facility had been called to inquire about transferring patient. The secondary physician arrived as primary physician was back in the case inserting a 6fr sheath to be able to try some different equipment. The two physicians pushed the coil together in a tight ball in the hepatic artery. It was further observed that delivering snares and other graspers was difficult around tight curves. The patient was hemodynamically stable but with renal failure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil was misplaced in the artery. An interlocking detachable coil was selected for use. The patient had 2 chemoembolization treatments in another facility before deciding to have y90 radioembolization in this facility. Angiogram of the liver was performed with a 5fr sheath through the right groin and it was determined that the gastroduodenal artery (gda) would be coiled. The procedure was started with a 4x20, 5x20, and a 6x20 .018 interlock and were deployed successfully. Then, the physician wanted to place one more coil and had more than enough room before ostium of gda and hepatic artery. A contrast was injected to confirm space before ostium of gda and hepatic artery; then, another 6x20 coil was placed. The initial delivery was smooth; however, when the direxion was pulled back into the hepatic artery, the coil started coming back. As the direxion was pulled back farther, part of the balled coil shot down the artery while the trailing part remained straight. Snaring was done using several combinations of catheter and snares. But, with the tight curves of the artery, the physician could not grab the misplaced coil. The physician took a break at 2pm and called another physician for assistance who would arrive at 3pm. At the same time, a different facility had been called to inquire about transferring patient. The secondary physician arrived as primary physician was back in the case inserting a 6fr sheath to be able to try some different equipment. The two physicians pushed the coil together in a tight ball in the hepatic artery. It was further observed that delivering snares and other graspers was difficult around tight curves. The patient was hemodynamically stable but with renal failure.